Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer's pump seems to not be working. Customer had high blood glucose all day long and it was corrected with a syringe. Caller stated that they changed out the site, infusion set, and reservoir twice but it still seems to be giving the customer problems. Customer's blood glucose was 579 mg/dl at the time of the incident. Customer's current blood glucose is 270 mg/dl. Customer treated the high blood glucose with a syringe injection. Customer had symptoms related to his high blood glucose such as vomiting and difficulty breathing. Caller reported that the insulin exited at the quick release. Caller declined to do the high pressure test. Caller was advised to do a complete set change. Customer was going to eat 60 carbs and it gave a correction of 15.7 units into the bowl. Caller stated that the pump is not delivering the same dosage. Caller was advised to monitor the pump.